Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon noted that during a total knee prothesis (replacement) the bone cement couldn't be prepared. When mixing the liquid monomer with the powder, the mix didn't become a pasta but it remained a powder. There was no polymerization. No patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint# (B)(4). Investigation summary : the complaint states: ¿dr (B)(6) informed us that during a total knee prothesis (replacement) the bone cement couldn't be prepared. When mixing the liquid monomer with the powder, the mix didn't become a pasta but it remained a powder (see enclosed picture). There was no polymerization. No patient consequence.¿ the photograph supplied by the hospital shows dry, partially mixed powder in a mixing bowl and confirms the complaint description. It appears that the powder to liquid ratio is incorrect for a combined cement. As no lot identification details were supplied, a re-test of the mixing properties cannot be completed for the affected lot number. The cement checklist (attachment ¿(B)(4) cement checklist.pdf¿) completed by the hospital indicates storage at 21°c, no refrigeration, and a surgical theatre temperature of 19°c. Storage procedure indicates that that the product is stored in unit cartons to prevent product mix-up. The IFU advises that cement is stored at 23°c for a minimum of 24 hours before use, as the handling characteristics and setting times are affected by ambient temperature (see page 6 of attachment ¿(B)(4). Extract from IFU-0630004.pdf¿). Charts supplied on the IFU provide information important to the successful outcome of the surgical procedure if the bone cement is to be used at a temperature other than that recommended. No other complaints of this nature have been received for this product code in the 3 months since the event. Dva-107020-fde rev 9 was reviewed, and this possible failure mode is included on lines 90 and 93-95. In each case the risk is considered as low as possible and cannot be further mitigated. See attachment ¿(B)(4) extract from dva-107020-fde.pdf.¿ the root cause of this failure cannot be determined with the information currently available. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: lot identification has not been supplied, DHR and lot complaint search are not possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.